Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported 30-year-old male with an rp pump placed due to acute myocardial infarction. During support, the placement signal dropped down and finally disappeared completely. Placement signal not reliable appeared. The flow calculation became disabled, but motor current was still in the normal range. Troubleshooting was performed for manual zero adjustment but there was no change. A second x-ray was performed which showed no movement of the rp. The hemodynamics of the patient was stable with no harms occurred. The patient was subsequently explanted.

Manufacturer narrative:
Added: e4. Corrected: d4 (serial). Placement signal issue: no logs were returned. The cause of the placement signal issue cannot be determined since no product or data logs were returned and insufficient clinical details were provided.